Event description:
It was reported that during a lap colon procedure, the hand activation button stopped working. Used a new one to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 02/15/2008. The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.